Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that they experienced blood ketone. Customer¿s blood glucose was 356 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer also reported that the insulin was not went into the body due to bad site. The insulin pump will not be returned for analysis.